Manufacturer narrative:
Concomitant medical products: product ID: vamc4444c200tu, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent graft systems were implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm of 57mm diameter. The patient was noted to have mild/moderate aortic tortuosity. It was reported that approximately 3 weeks later the patient presented with a pseudo aneurysm at the site of the left arm brachial access area and a hematoma in the left am. The event was assessed by the investigator to be procedure related. It was reported the patient was hospitalized on (B)(6) 2018 and an intervention procedure was carried out the next day to repair the left brachial artery aneurysm and remove the hematoma. The event was reported to be resolved with good healing of the incision site and a palpable radial pulse to the left wrist. The patient was discharged two days later. No additional clinical sequelae were reported, and the patient is fine.